Manufacturer narrative:
Age and date of birth not provided. Weight not provided. Unknown abutment screw. Product code unknown / not provided. Lot number not provided. Therapy date unknown / not provided. PMA/510(k) number unknown since lot number provided. Device manufacture date without lot number.

Event description:
The dentist reported that the abutment screw in site #13 fractured with pain and inflammation. The abutment and crown came out as a result of the fracture. A surgery was done to remove the implant (nint3210).

Manufacturer narrative:
Two pieces of a gold-tite hexed screw was returned for inspection. Visual inspection confirmed that the screw has fractured in half at the top of the threaded region. The screw drive feature is worn but functional. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i dental implant IFU (p-iis086gi) rev f 11/2015. Information identified: potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16 information identified: precautions: the surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, and aspiration. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. The complainant indicates screw fractured in the implant. The alleged event of screw fracture was confirmed during investigation. A root cause for the reported event could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.